Manufacturer narrative:
Event date: (B)(6). Device evaluated by MFR: the unit was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-00544. It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. No lesion or anatomy details are available. During rotational speed testing of the rotalink plus burr outside of the body, the extra support rotawire guide wire fractured. The procedure was completed with another set of the same devices. No patient complications were reported, and patient status is good.